Event description:
It was reported that the patient visited the emergency room with diabetic ketoacidosis (dka). The patient's blood glucose levels reached above 500 mg/dl while wearing the pod for an unknown duration. Symptoms reported include the patient feeling weak, dizzy and nauseous. The patient was treated with fast acting insulin and unspecified intravenous fluids (drips). The patient was discharged on the same day. The pod was removed and discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone14.7 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.